Event description:
During a follow-up of the implanted ICD system (ICD: paradym vr8250; sn: (B)(6)) stored episodes indicated that 14 shocks were delivered due to oversensing. Testing identified an abnormality in vd pacing/sensing impedance as well as vd coil continuity (both below 200 ohm). Re-intervention was performed three days later, and low vd coil continuity was again observed. X-ray inspection identified that the svc shock coil was deformed. Proper connection of the lead with the ICD was reported. Another ICD lead was implanted, and the subject lead was capped and left in-situ.

Manufacturer narrative:
(B)(6) 2013 this event concerns a device that was manufactured and used outside the united states. Analysis is pending.